Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had had some stimulation loss in (B)(6) 2014. The ins had been functioning, but there had been a gradual decrease in the strength of the stimulation. The ins had some ¿dead spots,¿ which were noted to have been the previously reported high impedances. A manufacturer representative was then able to adjust and increase the strength of the stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's device will not charge and it "not working period". The patient used to be on several pain medications but now relies on their stimulator for their leg, hip, and lower back pain. Since moving, the patient felt as though "something had come loose" and can feel it in their spine. The patient noted there is a "big indentation" where the leads were placed in the spine along with two knots. The indentation began a year ago but the stimulation was still working, so the patient did not pay it much attention. The patient noted that now the center of the back, as well as their hips, legs and both arms radiating to their hands was numb, like it used to be before their device was implanted. Along with the numbness, the patient has pain shooting from their back towards the center of their chest. The pain and numbness began approximately one month prior to the call.

Event description:
It was initially reported that there was a confirmed over-discharge. It was not known if there were prior over-discharges. The patient noted the implantable neurostimulator (ins) would not hold a charge and this had occurred for a ¿couple of days.¿ the manufacturing representative met the patient at the healthcare professional¿s (hcp) office on the date of report. It was noted that the ins could not be read with the clinician programmer or recharger. It was further noted that the recharger had no ¿energy in it.¿ a physician mode recharge (pmr) was performed and it successfully reset the device. The patient did not want to stay at the hcp¿s office and so went home to finish the pmr. The patient called the manufacturing representative later that day and informed them of a power on reset (por). The patient came back to the office and the por was cleared. The patient went back home to continue recharging. It was noted that the error number that accompanied the por was unknown. The patient was instructed to continue charging until the device was fully charged and to charge at least twice a week thereafter. Symptoms associated with the event included pain in the legs from neuropathy. The patient noted the stimulator really helped the leg pain. The patient noted that their memory was ¿not what it used to be¿ and that they suffered from some sort of post-traumatic stress disorder. It was noted that the patient had a military disability. There were no actions required as a result of the event. There was no diagnostic testing. Follow up information reported that the cause of the over-discharge was increased memory loss of patient due to gulf war post traumatic stress disorder. Simple reprogramming was performed and it was reported that the patient was receiving adequate therapy. The patient was also given instructions for possibly more frequent recharging due to this over-discharge. It was later reported that his 5-6-5 lead showed contacts 8,9,10,14,15 with over 10000 ohms. The stimulation was reprogrammed for efficacy to his satisfaction.

Event description:
Upon further review it was found that the information pertaining to the patient symptoms of numbness, and an ¿indentation¿ as well as device issues pertaining to not charging/working and something ¿coming loose¿ were previously reported in regulatory report #3004209178-2014-21224 and #3004209178-2014-21228. Any further information pertaining to these events will be reported under the appropriate regulatory report.

Manufacturer narrative:
(B)(4).